Event description:
Fluoroscopy is not functioning it has been reported to philips that the fluoroscopy was not functioning. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿fluoroscopy is not functioning¿. According to additional information provided the system was in clinical use. Fse observed the reported problem and cleaned both ht cable at tube side and resolved the issue. The system returned to use in good working order. The codes were updated based on the investigation outcome.